Event description:
It was reported that the 9900 system would lock up at boot up. Also the system would intermittently not down load images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The gpos, hard drive, and software were replaced during the svc call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.